Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (distal end) was returned in one piece. Final analysis found that the insulation was abraded breaching the ring electrode cable lumen underneath the right ventricular shock coil at 6.4cm to 6.7cm from the distal tip. Final analysis also found that the insulation was abraded breaching the ring electrode cable lumen at 5.3cm to 6.7cm from the distal tip. The ethylene tetrafluoroethylene (etfe) cable coading of one ring electrode cable was abraded in this location as well. The cause of the reported event was isolated to the abrasion of the ring electrode etfe cable coating.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-32684. It was reported that a patient presented to the clinic on (B)(6) 2021 with noise on their right atrial lead, as well as noise that resulted in oversensing on their right ventricular lead. Both leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.